Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system, pacing impedance measurements on the right ventricular (rv) channel were greater than 2000 ohms. The first lead that was an attempted implant and a replacement lead was successfully implanted with this device. No adverse patient effects were reported.